Event description:
End user reports a red itchy rash under the tape border. She reported that this has been occurring on and off for over ten years, and is mostly located at the three and six o'clock aspect of the peristomal skin.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported she discarded the product box; therefore no product lot information is available. The end user reports she is currently treating with kenalog spray, protective barrier wipes and adapt powder. She also reports using a hollister adapt ring. End user was instructed on the use of first applying stomahesive powder then the no sting protective barrier wipes. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. . Note: the actual date of event is unknown, so the date used was the date convatec became aware.